Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you please provide further information on the event that occurred on (B)(6) 2017 with our ec45a endocutter device? Were the device jaws able to be opened to remove the device from tissue? If yes, how were the device jaws opened (squeezing the closing trigger while simultaneously depressing the anvil release button, red knife reverse switch)? If not, how was the device removed from the patient? Did the device jaws eventually open? Was any portion of the target tissue stapled or cut prior to the stapler not opening? If yes, were the staple line and cut line approximately equal in length? What type of procedure was the device being used in? What color cartridge reload was being used? On which firing did this event occur (1st, 4th,etc.)? Was buttressing material being used? If so, which product? How was the procedure completed? Is the device available to be returned for analysis? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, the device was closed on tissue. The surgeon called the customer support center for assistance and instructions on how to remove device from tissue. The support center registered nurse on call provided instruction to remove the device, but the attempts were not successful. It is unknown how the procedure was completed. The patient status is unknown.